Manufacturer narrative:
Bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for 92193 with the incident lot was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Retention samples from the incident lot were selected for testing. All tubes performed as expected and no product issues were observed during the investigation.

Event description:
It was reported that bd vacutainer® acd solution a blood collection tubes had "poor barrier separation."